Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: second artoura breast tissue expander 600cc, catalog: smxp140rh, lot: 7555360. (B)(4)

Event description:
On (B)(6) 2018, two artoura breast tissue expanders 600cc were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-03548 for the second prosthesis.

Manufacturer narrative:
Device evaluation summary: on 5/19/2018, two artoura breast tissue expanders 600cc were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-03548 for the second prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm on the anterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).